Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. The evaluation of the provided device logs confirms the reported pressure transducer failure, expiration valve test failed voice coil force out of range. Our field service engineer investigated the ventilator on site and solved the issue by replacing the expiratory valve coil. In addition, proactively replaced the o2 sensor cable due to normal wear and tear. The performed pre-use check passed the test after the replacement. The unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.no parts were returned for investigation. Therefore, the root cause for the reported problem could not be established.